Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver is causing screws to become stuck on the tip of the screwdriver.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Commercialized product developement states that the difference between the duraloc drivers and the quickset drivers (when comparing dlc rigid to quickset rigid, etc.) Is that the quickset drivers are tapered and the duraloc drivers are not. This taper design allows the screw to be captured on the driver without a hand to secure it in place. If the surgeon is having issues with the taper becoming wedged to deeply into the screw, then the duraloc design would be a good substitute. The duraloc designs predate the quickset designs and never had a taper. No design change was warranted to differentiate them from quickset. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.